Manufacturer narrative:
Upon device return and inspection, it was noted that the sheath was returned with the flush tube detached. Additionally, the sheath was returned without the packaging, so the original packaging could not be examined. However, the photos provided by the user confirm that there was obvious shipping damage. This shipping damage likely resulted in the observed detachment of the flush tube.

Event description:
Reportable based on analysis completed on 01 nov 2024 it was reported that a faradrive steerable sheath upon delivery, presented with obvious shipping damage. Exterior and interior packaging were damaged consistent to the damaged to the shipping box. A replacement was required. Analysis of the returned device revealed a detached flush tube.